Event description:
When using the device to atherectomize a femoral artery, blood backed up in the tubing of the device. This is not supposed to happen. We changed out to another identical device and the case proceeded without incident. The patient was not harmed in any way.